Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the pump fell onto a tile floor, and the device remained functional but was no longer watertight; the device was replaced and the user was instructed to shut down the original unit and return it. Symptoms included no adverse clinical effects. Outcomes included no reportable health impact beyond device replacement. Investigation included review of the event history and assessment of handling circumstances. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with loss of water ingress protection and no evidence of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.